Event description:
Customer reported that a patient sample containing anti-jka, d, -k did not react with jka+ (d-,k-) cells of ra602. There were no allegations made against the d+, kk+ cells of this panel no death or serious injury was associated with this incident.